Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
On april 08, 2022, the following additional information was reported: a cartridge change error occurred. Additionally, a cartridge alarm occurred during the load sequence with multiple cartridges. There was no adverse impact to customer's blood glucose level. Troubleshooting was performed and the pump performed as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.